Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple occlusion alarms occurred and that there were air bubbles in the tubing. Additionally, the customer's blood glucose level was elevated. However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported blood glucose event. No testing methods performed for the reported air bubbles event as a cartridge was not returned for investigation.